Event description:
A urinary drainage bag was connected to a foley catheter. No urine output was noted. The urinary drainage bag was found to be plugged inside the tubing with an extra small blue plastic piece. The bag was switched to another one without further problems. There was no harm to the patient.